Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that on (B)(6) 2016, loosening of the radial implants was noted with bone loss around the radial head neck area. The initial radial replacement surgery was performed on (B)(6) 2016 to treat a badly fractured radial head. There was no impingement of the elbow joint and the patient¿s range of motion was observed to be good during the 6-week postsurgical clinical follow-up. As of the date of this report, the implants are still in situ and the condition of the patient is being monitored. Revision surgery will be considered based on the patient¿s progress. The patient is currently stable but there is concern that the radial head implant may result in further bone loss around the radial head neck. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.